Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of the additional device required due to the stent-in-stent technique used to complete the procedure. Block h11: an electrocautery enhanced delivery system was received for analysis, the axios stent was not returned as it remained implanted. Visual inspection identified that the inner sheath was kinked. Functional inspection was performed. The catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Additionally, media analysis was performed on a photograph provided by the complainant where it was possible to observe the stent not fully expanded. Media analysis confirmed the reported event of stent first flange failure to expand as the stent was observed in this condition. Based on the information available and without proper evaluation of the device, it is unknown if the reported clinical observation was due to the technique used during the procedure, anatomical conditions or related to device malfunction. However, the investigation concluded that the additional observed condition of inner sheath kinked was most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Based on the review and analysis of all available information, the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to treat a pancreatitis through a cyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open. It was reported that a new stent was placed; therefore, the physician proceeded with a stent-in-stent approach using another of the same device to complete the procedure. There were no patient complications reported as a result of this event. Note: the complainant included a picture where it can be observed that the stent first flange did not fully expand.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of the additional device required due to the stent-in-stent technique used to complete the procedure. Block h11: the axios stent and electrocautery-enhanced delivery system was not returned; however, media analysis was performed on a photograph provided by the complainant where it was possible to observe a stent not fully expanded. Media analysis confirmed the reported event of stent first flange failure to expand as the stent was observed in this condition. Based on the information available and without proper evaluation of the device, it is unknown if the reported clinical observation was due to the technique used during the procedure, anatomical conditions or related to device malfunction. Therefore, the overall root cause of the reported events is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to treat a pancreatitis through a cyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open. It was reported that a new stent was placed; therefore, the physician proceeded with a stent-in-stent approach using another of the same device to complete the procedure. There were no patient complications reported as a result of this event. Note: the complainant included a picture where it can be observed that the stent first flange did not fully expand.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of the additional device required due to the stent-in-stent technique used to complete the procedure. Block h11: an electrocautery enhanced delivery system was received for analysis, the axios stent was not returned as it remained implanted. Visual inspection identified that the inner sheath was kinked. Functional inspection was performed. The catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Additionally, media analysis was performed on a photograph provided by the complainant where it was possible to observe the stent not fully expanded. Media analysis confirmed the reported event of stent first flange failure to expand as the stent was observed in this condition. Based on the information available and without proper evaluation of the device, it is unknown if the reported clinical observation was due to the technique used during the procedure, anatomical conditions or related to device malfunction. However, the investigation concluded that the additional observed condition of inner sheath kinked was most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Based on the review and analysis of all available information, the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to treat a pancreatitis through a cyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open. It was reported that a new stent was placed; therefore, the physician proceeded with a stent-in-stent approach using another of the same device to complete the procedure. There were no patient complications reported as a result of this event. Note: the complainant included a picture where it can be observed that the stent first flange did not fully expand.